Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00191). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device was noted to have reached eri prematurely. Device was explanted and replaced. Patient condition was stable after the event.